Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. The manufacturer's technical services (ts) confirmed the reported flow sensor issue. Customer was advised to replace the flow sensor assembly. The customer ordered the flow sensor and will replace the part. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported flow sensor readings are out of specification. There was no patient involvement.